Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after the atrial leadless pacemaker was implanted, communication was lost with the device. At this time, no atrial signal was noted, and the patient went into cardiac arrest. No atrial output was suspected, and a temporary pacing lead was inserted to obtain an atrial signal. The patient had a ventricular escape rhythm in the meanwhile. It was also noted that the atrial device was over-sensing r-waves. Ultimately, communication was restored, and the atrial leadless pacemaker was then re-programmed. The temporary pacing lead was removed, and the device remained implanted. The patient condition was stable.